Manufacturer narrative:
Insulin pump had a button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window and a small cracked on the reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 85 mg/dl. The customer stated that she removed the battery and was still unable to get a response from the buttons. She also noted that she wears the insulin pump in her bra sometimes without a case; the device may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.